Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was over 700 mg/dl at the time of the incident. Patient's current high blood glucose level was 600 mg/dl. Customer treated for high blood glucose was treating with pump only. The customer was assisted with troubleshooting and unable to process. Customer will not return device for analysis.